Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for investigation. Upon evaluation of the images, the presence of air bubbles within the arterial line tubing was noted in one image. The second photo depicted the lot of the item. The reported issue was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. User mishandling may be a possible root cause of the incident. One photograph provided details bubbles within the line, however, further analysis is unable to be performed related to the cause which may rule out user handling. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the end user is experiencing issues with microbubbles. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.